Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.